Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that several bd¿ insulin syringe needles broke. The following information was provided by the initial reporter: "consumer also reported that the needles break when being inserted into the vial."

Event description:
It was reported that several bd¿ insulin syringe needles broke. The following information was provided by the initial reporter: "consumer also reported that the needles break when being inserted into the vial."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.